Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high thresholds and was unstable in the branch. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.